Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
On (B)(6) 2013, patient's diabetes nurse reported the patient is currently in the hospital due to very high blood glucose levels and ketones. Nurse stated the patient went into the hospital on (B)(6) 2013 where the hospital attempted to control her blood glucose levels via the infusion device. Nurse reported that on (B)(6) 2013 things had not improved so the hospital removed the infusion device and used insulin pens which then began to bring the blood glucose levels down. Nurse stated the patient may have a virus which might be causing the insulin to take less effect; could not confirm anything at this time. Patient reported the infusion device had not alarmed at all with an e4, e6 or e7 at any point over the course of the 3 days. On follow up call on (B)(6) 2013 patient reported the elevated blood glucose levels are due to the infusion device not delivering insulin. Patient' blood glucose level was around 20 mmol/l (360 mg/dl). Patient's normal blood glucose level was not provided. Patient was hospitalized for dka. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. E4 were found in the history. The occlusion limits were tested successfully. History list: (B)(6) 2013 the pump was in stop mode (longest time). During this time the pump delivered no insulin. The daily total (daily basalrate and boluses) were between 17.4 iu and 110.1 iu. The daily basalrate was delivered. Boluses were programmed and delivered. The errors e6 and e7 were not found in history. On (B)(6) 2013 14:51 the customer stopped using the pump. The problem mentioned by the customer could not be reproduced.